Manufacturer narrative:
Non-fatal serious injury or device malfunction stored due to covid 19pandemic in accordance with FDA guidance "postmarketing adverse eventreporting for medical products and dietary supplements during apandemic" published may 2020.

Event description:
The clinician reports that the day the implant was placed in ada 30, failure occurred upon insertion. Details of surgery: primary stability not achieved and implant surface not completely covered with bone. Patient presented with inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.

Event description:
The clinician reports that the day the implant was placed in ada 30, failure occurred upon insertion. Details of surgery: primary stability not achieved and implant surface not completely covered with bone. Patient presented with inadequate bone quality/quantity. No product was returned to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.